Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fever and called into hospital. While being treated in hospital, it was discovered that the patient had an infection. It was suspected that the source of the infection was a urinary tract infection (uti). An echocardiogram was performed that showed possible vegetation on the right ventricular (rv) lead and right atrial (ra) leads. The patient was treated with antibiotics and the implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.